Event description:
The report states the unit was giving error code 179 internal error.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.